Manufacturer narrative:
Additional information received indicated that the reported av groove disruption was caused by a patient condition and complication with the implant procedure. There was no failure of the device, and the physician did not feel the device caused or contributed to the patient death. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product specimen has not been received for device evaluation. Conclusion: multiple attempts to gather additional information and request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day post implant of this 29mm mitral bioprosthetic valve, the patient developed atrioventricular groove disruption. The physician explanted and replaced the device with a 31mm bioprosthetic valve. Subsequently, the patient died.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.